Event description:
Ous MDR - after an implant duration of about 9 days no capture was reported. A dislodgement of the atrial lead was noted as well. This lead was revised on (B)(6) 2012 and remains implanted. No adverse pt side effects have been reported.

Manufacturer narrative:
The devices were not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of these particular leads. The mfg process for these leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the leads were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.